Event description:
A blunt (green colored) needle "cored" the rubber top of a solu-medrol "act-o-vial". The "cored" piece of rubber was found in the bd brand 3-cc syringe after the medication was drawn up. The nurse caught the problem by chance when she looked at the syringe to check the fluid level. Other members of staff claimed to have this happen to them as well but they didn't report it or preserve the evidence until now.